Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose on sunday. Customer's blood glucose was 450 mg/dl. Customer treated with an injection. Customer stated that she had a back-up plan. Customer had symptoms of high blood glucose such as nausea, headache, and other aches. Customer stated that she changed her site. Customer stated that she had not noticed that her site fell out. Customer reinserted the reservoir and ran a manual prime. Customer stated that the insulin did exit the tubing. Customer stated that she did not have a tubing clamp. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting. Customer was advised to do a complete set change.